Event description:
It is reported that a customer experienced high blood glucose of 495 mg/dl. The customer was treated for the high blood glucose with syringes. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was assisted with fixing the prime. The customer's insulin pump works as designed. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.